Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had post reset ram crc alarm and buttons are not responsive, all buttons are disabled. Customer stated that they treated with glucagon treatment for low blood glucose. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that they did not press on any key, already put on a new battery, did not press ok, it happened when she was on a cruise ship. Customer stated the scroll bar was not moving with no input. Customer states that the insulin pump was exposed on plian. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to verify unresponsive keypad or pump error 23 due to blank display. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer did not experienced the low blood glucose. The customer could not press any key and was having the diabetes ketoacidosis.